Event description:
On (B)(6) 2009, allen received a copy of a voluntary medwatch report ((B)(4)) from the (B)(6) for an (B)(6) event. A patient received a four-inch long cut on their back as a result of their use of a transfer board with a broken end cap. The patient was treated for the wound. There were no permanent disabilities or long-term injuries requiring treatment.

Manufacturer narrative:
Allen contacted the reporter, (B)(6) risk manager (B)(6), to investigate. She provided the name and number for (B)(6) of safe patient handling at the va to determine if the damaged end cap would be made available or if they could be photographed. (B)(6) said that following the incident, eight transfer boards with broken end caps were taken out of use and the caps replaced. They have since been returned to service, he said. A return sales order with a shipping label was issued to (B)(6) so that the end caps could be returned for evaluation, but the components were never received by allen.